Event description:
It was reported that the patient let the battery go dead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's battery was replaced. It was further reported that the reason for replacement was because the patient 'was not recharging' and that he 'thought it was a bother.' It was reported that the rechargeable device was replaced with a primary cell device in (B)(6) 2011. No further information was known at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).